Manufacturer narrative:
Product analysis a visual inspection of the returned device found a portion of the proximal end of the balloon was missing, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure involving the anterior tibial artery at the distal location with a calcified target lesion, the nanocross 014 balloon ruptured before reaching the rated burst pressure during inflation. All fragments of the balloon were retrieved. Subsequently, a nanocross elite percutaneous transluminal angioplasty balloon was used, but the balloon did not expand sufficiently, resulting in balloon inflation difficulties during inflation. Both devices were prepped per the instructions for use with no issues identified, and no damage was noted to the packaging or during device removal. Embolic protection was not used, and the inflation device ID-40s was utilized for both balloons. The procedure was completed by opening and using another balloon. No abnormalities were reported in relation to anatomy. The patient was reported to be alive with no injury. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.